Event description:
It was reported that during catheter placement, the nurse discovered a damaged PICC catheter with fluid leakage. The catheter was removed and reinserted. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a portion of the catheter shaft and the connector assembly. A drop of fluid was observed between the catheter shaft and the oversleeve of the distal connector piece. The details of the leak site could not be discerned in the photograph. No obvious evidence of use, such as clinical residue, was observed on the catheter. There were no distinguishing features which could aid in identifying a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.